Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed saline reside inside the suction tube and signs of activation on the active tip; the device was in used condition. The vapr electrode was connected to a test vapr vue generator and test vapr 3 foot pedal for functional testing. The test vapr vue generator detected the electrode and the proper defaults were displayed; the test vapr vue generator was set to maximum power for ablation and coagulation modes. The device tip was placed in saline and the ablation and coagulation functions were activated. An ¿output shorted¿ error message was displayed on the generator when ¿ablate¿ was activated, confirming this complaint. The device was forwarded to the supplier for further evaluation. Visual inspection revealed evidence of use on the active tip; a charred region was noted between the 4 and 6 o¿clock positions on the manifold. The device passed continuity and capacitance checks but failed hipot testing. The device failed functional testing showing "output shorted" error message and sparking at the manifold damage. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices released to distribution. Due to an increasing trend in this failure, a supplier CAPA investigation was initiated to investigate this issue further to determine root cause and to identify appropriate corrective actions. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
An error message appeared and non functioning vapr device a few minutes after it was plugged in.